Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during lobectomy, the tissue was extremely thick and showed an excessive load on the handle screen. The device was partially fired. The surgeon cut and sutured by hand on the thick tissue to resolve the issue.